Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill process the syringe needles became blocked after inserting the syringe needle into the cartridge septum resulting in the customer being unable to fill the cartridge with insulin. Report was found on (B)(6). There was no reported adverse impact to customer's blood glucose. No additional information was provided.